Event description:
Dr used panalok on a 26 year old. It held at first then pulled out a few minutes into case. As far as rep. Could tell the surgeon used the anchor properly. It just didn't hold and it was hard bone. Case was concluded by opening up the patient and placing another brand anchor next to the failed area where the original panalok had been inserted arthroscopicly.